Event description:
Inaccuracy during pka case. The tibial implant isn't placed in the same position as the implant planning. All the verifications on the scan are correct. Additional information: yes a revision has been done during the case. Implant was cemented and removed to place a new implant from the same size. An engineer came during the weekend to fix the issue

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Inaccuracy during pka case. The tibial implant isn't placed in the same position as the implant planning. All the verifications on the scan are correct. Additional information: yes a revision has been done during the case. Implant was cemented and removed to place a new implant from the same size. An engineer came during the weekend to fix the issue.

Manufacturer narrative:
Reported event: an event regarding incorrect placement involving a mako pka software was reported. The event was not confirmed. Method & results: -product evaluation and results: review of the case session files was not performed as case session data was not provided. In addition the mps did not provide the service case number. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise shows no other similar complaints for pka software - incorrect placement. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.